Event description:
It was reported as part of a market evaluation, the grey finer grip had some degradation/melting. Also, 2 of blades did not work; it may have been a pt grounding issue. The market evaluation form indicates 2 different days; but it is uncertain what happened on what day; therefore, one report is being submitted.

Manufacturer narrative:
This MDR is being filed based as a result of a retrospective review of marketing evaluations received by the manufacturer. The plasmablade used in the reported complaint was not returned for analysis. Review of the lot history record revealed no anomalies. End of report.